Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The anomaly was caused by multiple flipped bits. Normal function resumed after product code download.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015.